Event description:
It was reported by service report that the fowler would drift down when weight was applied to it. It is unk if there was pt involvement, however, no adverse consequences are reported.